Manufacturer narrative:
H.6. Investigation: when actual product received was checked, the tip of the bottle needle was bent as reported. At the tip, whitening due to excessive load was observed in the bending direction peculiar to the material of this product. At the tip (cross section), there were no traces of manufacturing defects such as dimensional anomalies or uneven thickness. All of these parts are inspected during the manufacturing process. The bottle needle was punctured diagonally against the rubber stopper of the infusion container because there was no evidence of defective molding of the bottle needle and whitening was observed due to excessive load in the bending direction. As a result, it was estimated that an excessive load was applied to the tip and bending occurred. When using it, please puncture it straight against the rubber stopper of the chemical bag so that the bottle needle is not overloaded. DHR was not performed as the lot# is unknown. H3 other text : see h.10.

Event description:
It was reported that IV set/20drop/4cq/re/std/140cm/pb had flow issues. This was discovered during use. The following information was provided by the initial reporter: flow wasn't smooth and the spike part was curved.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that IV set/20drop/4cq/re/std/140cm/pb had flow issues. This was discovered during use. The following information was provided by the initial reporter: flow wasn't smooth and the spike part was curved.